Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had experienced pain and irritation around the incision site. The patient underwent a implantable pulse generator (ipg) pocket repositioning procedure and was doing well post operatively.